Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-09216 and 2134265-2015-09358. It was reported that automatic pullback failure occurred. During preparation for a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled. However, it was noted that the motor drive did not perform automatic pullback. The physician then put the motor drive from one of the other intravenous ultrasound (ivus) device and it worked properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.